Event description:
The complainant reported a patient, ethnicity unknown, with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the patient was escalated to the impella 5.5 with a right ventricular assist device from the impella cp and extra-corporeal membrane oxygenation. Reportedly the impella came out of position and the patient had a flash pulmonary edema. The patient's care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.